Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and micro analysis was performed which identified: sharp broken and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken on patch bond edge assessed as an unidentified (tear) opening.